Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 138 mg/dl and 159 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 171mg/dl (B)(6) 2015 01:47 pm; 2: 149mg/dl (B)(6) 2015 09:07 am; 3: 188mg/dl (B)(6) 2015 09:06 am; 4: lo (B)(6) 2015 09:04 am 5: 299mg/dl (B)(6) 2015 02:24 am adverse event not reported.